Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient complained of feeling 'stabbing pain' every day, occurring in the evening, at bedtime, and sometimes in the afternoon. The pain would occur intermittently with right ventricular (rv) pacing. The rv capture management was turned off, and the patient was started on additional medication. The device remains in use. No further patient complications have been reported as a result of this event.